Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during use of the product, damage to the cap was found, which caused leakage of air to occur. No patient injury or adverse affects.